Event description:
It was reported that a dissection occurred. The target lesion was located in the proximal left anterior descending (lad) artery. A 4.00 x 38 mm promus premier drug-eluting stent (des) was deployed, and a distal stent edge dissection occurred due to lipid rich plaque. The dissection was further described as type b and flow limiting. A 3.50 x12mm promus premier des was used to cover the dissection, and the procedure was completed. The patient was stable and fully recovered.